Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 416 mg/dl. The customer was treated with manual injection. The customer declined troubleshooting for sensor glucose verses blood glucose levels, calibration not accepted, change sensor and high blood glucose. The insulin pump will not be returned for analysis and the sensor will be returned for analysis.